Manufacturer narrative:
Complainant city: (B)(6). Complainant state/province: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports he has had 3 uti's since switching to gentlecath glide. He states he has been cathing for a very long time; utis have never been an issue for him.